Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device - 1 year. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired after their lvad system was producing power cable disconnect, no external power alarms and driveline disconnect alarms on (B)(6) 2018. Emergency medical services (ems) were called by family and ems attempted to use the patient¿s back up controller to connect the lvad system. They connected the driveline and pump off alarms occurred at 8:20 am, power connected at 8:22 am and then the patient expired at 8:34 am. It was reported that the times on the patient's system controllers were not completely synced after the time change. This controller will be returned for evaluation. The patient system logs were submitted for evaluation. The manufacturer¿s technical service representative reviewed the log files for system controller (B)(4) dated (B)(6) 2018 to (B)(6) 2018 and observed the system controller to be connected on (B)(6) 2018 showing the clock was not set correctly on one of the 2 system controllers. Also observed, was low voltage on the battery due to the patient running the batteries down below threshold voltage. The patient was disconnected from power and running on the emergency back up battery (ebb) for approximately 30 seconds. The driveline was disconnected on (B)(6) 2018 at 6:08:11 am. During the analysis of the log files from (B)(4) we observed power cable disconnects while on battery. There were also low voltage on battery. The cable disconnects actually began on (B)(6) 2018 at 3:03:10 am. The driveline was disconnected on (B)(6) 2018 at 13:24:23 pm. No additional information was provided.